Event description:
A caller reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, and the caller successfully performed the reset without further error codes. The caller was advised to wait 20 minutes before starting a new sensor session and acknowledged the instructions.